Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 119 mg/dl and sensor glucose was 67 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor age was more than 3 days. The customer declined to troubleshoot. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.